Manufacturer narrative:
Reliability analysis inspected 4 opened and used enlite sensors, performed visual inspection, and found 1 of 4 sensors with a broken cannula. The broken part was missing. Unable to confirm customer received the sensor in said condition because the customer returned them opened and used. The 3 remaining sensors passed with accurate readings.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 200 mg/dl compared with the sensor glucose reading of 350 mg/dl. The customer did not find any other problems during troubleshooting. The customer's sensor was replaced, and was advised to return the sensors back for analysis.